Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor was test outside of the device and passed. No damage found on motor. Unit had corrupted history file alarm in history file due to corrupted history files. Unable to upload using the carelink personal due to corrupted history file alarm. Unit received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 177 mg/dl. Troubleshooting was performed. The device was returned for analysis.